Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) was responsible for multiple non-sustained right ventricular oversensing (nsrvo) alerts received for post-paced t-wave oversensing. Programing changes were implemented. There were no patient consequences.

Event description:
New information noted the post-paced t-wave oversensing (pptwos) persisted and additional programming changes were implemented. There were no consequences for the asymptomatic patient.